Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the following results were obtained on a neonate patient, using performa strips in 4 different hospital owned performa meters, in less than 10 minutes apart: 60 mg/dl 87 mg/dl, 74 mg/dl and 63 mg/dl. Hospital representative does not know which meter provided which result. Three of the meters used were performa ii meters with serial numbers of: (B)(4). The last meter used was performa meter with serial number of: (B)(4). No adverse event was reported. The test strips were requested to be returned for product evaluation.